Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. A user facility nurse confirmed during followup that a fresenius 2008t machine was used for treatment when a blood leak occurred. However additional information regarding this treatment could not be provided upon request. The patient¿s estimated blood loss could not be provided. There was no patient injury, adverse events, or required medical intervention reported. The biomed stated that the plastic sheath covering the blood pump melted and exposed the rotor which cut the bloodlines during treatment. The rotor has been replaced to resolve the reported issue. No parts were returned to the manufacturer for a physical evaluation.